Event description:
Medtronic received a report that the surgeon planned to perform flow-guided dense mesh stent implantation. Preoperative angiography to establish access. After marksman was in place, hydrated pipeline ped-300-20 as required. Then pushed the ped-300-20 through the marksman. When it was pushed to the distal of the marksman, the push resistance was very large in the distal section. It could not be pushed out of the marksman at all. The surgeon removed the entire system. The ped-300-20 partial scaffold body was planned to be pushed out of the marksman in vitro. But the resistance was still very large and could not be pushed out. The surgeon filed a complaint. The catheter was flushed continuously with heparinized saline, per IFU. The pipeline was no stuck. The pushwire was not damaged. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for implantation of blood flow diversion device for a saccular, unruptured aneurysm with a max diameter of 2.1mm and a 1.0mm neck diameter. Landing zone was 2.5mm distal and 2.4mm proximal. It was noted the patient's vessel tortuosity was normal (also reported as moderate). The access vessel was the femoral artery and the diameter was 5f. Dapt (dual antiplatelet treatment) was administered. Angiographic result post procedure showed the blood vessel was normal.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex device and marksman micro catheter were returned for analysis within a shipping box; within an unsealed plastic biohazard pouch; within an opened pipeline flex inner pouch and within a dispenser coil. Visual inspection/damage location details: no flash or voids molded were found within the marksman catheter hub. No damages or irregularities were found with the hub. The pipeline flex pusher was found extending out of the hub ~56.2cm. No damages or irregularities were found with the marksman micro catheter body, distal tip and marker band. The pusher was removed from the catheter with no resistance encountered. However, the distal delivery wire and braid were found already separated from the hypotube proximal to the wire weld and remained stuck within the catheter. No damages were found with the pipeline flex proximal pusher. The hypotube was found intact and unstretched with the ptfe shrink tubing intact. Evidence of solder was found around the hypotube hole. The distal delivery wire and braid was advanced out distally using the pusher. The resheathing pad, proximal bumper and resheathing marker were found loose on the distal wire. The ptfe dps sleeves was found undamaged. The tip coil was found undamaged. Both braid ends were found fully opened and slightly damaged/frayed. Testing/analysis: the marksman total length was measured to be ~159.6cm and the usable length was measured to be ~153.0cm, which is within specification (specification: total (ref) = 157cm ± 3cm, usable = 150cm ± 3cm). An in-house 0.0260¿ mandrel was inserted into the marksman micro catheter hub, through the micro catheter body and out the distal end with no resistance encountered. The separated distal wire was sent out for eds analysis. Conclusion: based on the analysis findings, the customer report of ¿resistance/stuck during delivery¿ and ¿catheter resistance¿ were confirmed as the damages (distal wire separation, braid damage, resheathing pad/resheathing marker/proximal bumper loose) found are consistent with resistance. Possible causes are patient vessel tortuosity, ped/delivery system damage, user does not maintain continuous flush, or user pulls on/torques wire while advancing ped in micro catheter. No damages or irregularities were found with the marksman micro catheter that contributed towards the resistance. The distal wire of the pipeline flex delivery system was possibly detached due to the solder tensile failure when attempting to retract the pipeline flex against the reported resistance. A review of the manufacturing process (B)(4) did not uncover any deficiencies with regards to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. In addition, the elemental analysis conducted through scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) showed presence of soldering material (tin); thereby indicating that the soldering was conducted. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joi nt). There was no non-conformance to specification that led to the detachment issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.